Manufacturer narrative:
This complaint has been previously submitted as part of recall with recall number z 1974-2021, but it was determined that complaint of corrosion on power connector only without any evidence of foam particles is not part of recall.

Manufacturer narrative:
H3 other text : device evaluated by third party service center.

Event description:
A device was returned to a third-party service center in reference to the voluntary field safety notice / recall notification related to the sound abatement foam in certain CPAP, bipap, and mechanical ventilator devices. The manufacturer received information that the patient smells burn odor from mask, tubing and water tray. There was no report of patient harm or injury. During the evaluation, the device was visually inspected and found evidence of foam degradation. In addition, the customer allegation was confirmed. The device was scrapped. The service center concludes that the complaint was confirmed and there was evidence of sound abatement foam degradation.